Event description:
A patient reported experiencing issues with the responsiveness of the touchscreen on their device. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.